Event description:
It was reported that during a low anterior resection procedure, a very loud noise was heard, and the device was difficult to open. There was no adverse patient consequence.

Manufacturer narrative:
Firing mechanism damaged. Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. The returned device was found to be non functional, the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device; however, during the analysis, the device did open and closed as intended. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. In addition, another cartridge was received inside the bag, fully fired and with no damage to the spring cartridge lockout.